Manufacturer narrative:
It was reported that the surgeon had a problem with the fit of the f1, f2, and f3 ijigs. As a result of this the surgeon had to complete the case with an off-the-shelf implant. All the sns on the ijigs were correct. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon had a problem with the fit of the f1, f2, and f3 ijigs. As a result of this the surgeon had to complete the case with an off-the-shelf implant. All the sns on the ijigs were correct.